Event description:
The customer reported the instrument generated hemoglobin voltage (hgb) errors and approximately 3 mls of fluid leaked from the coulter ac·t diff 2 analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing gloves, goggles and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. Customer technical specialist (cts) was told by the customer that the white blood cell (wbc) and red blood cell (rbc) baths were overflowing. The customer replaced the waste filter and there were no further leaks or error messages reported. The instrument was returned to normal operation. (B)(4).